Event description:
The pt stated he needs to bolus, and he has not been able to figure out how to do so. He stated his infusion device is alarming a8 (bolus cancelled), and his blood glucose has been elevated all day at around 220-230 mg/dl. His normal blood glucose range is 80-90 mg/dl. While being educated on the process of delivering a bolus, the infusion device alarmed e4 (occlusion error). The pt was struggling to program a bolus because he stated his fingers are too big for the buttons, and he would accidentally cancel the bolus after he programmed it. He then stated he did not know if his infusion tubing had been primed, and he was educated on how to prime the infusion tubing. He was then, instructed to place the infusion device back into the run mode, and he went into the change cartridge mode. He then stated there was very little insulin in his cartridge, and it needed to be changed. He began to experience higher blood glucose readings, and he was having difficulty understanding, and he was becoming forgetful. He stated he would give himself a 3 unit injection of insulin. He then ended the phone call. The pt called back and e10 (cartridge error) was displayed on his infusion device. The pt was not aligning his cartridge properly with the piston rod. He was instructed how to align the cartridge and to prime the infusion set. He stated there was air in his cartridge. He was advised that this could cause high blood glucose and occlusion alarms. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.